Event description:
It was initially reported the company rep that the pt had a recent EKG that contained an abnormality, unk if related to vns or if the pt has a history of cardiac events. Good faith attempts to gain more info have been unsuccessful to date.